Event description:
As reported by an affiliate, a pt underwent treatment of a 5 cm x 6 mm lesion in their left iliac artery. The 8.0 x 59 mm, 80 cm palmaz genesis opta pro stent crossed the lesion without difficulty, but during placement of the stent, the stent slipped off the catheter. It was decided to perform a cross-over bypass operation. The stent was left in "dead tissue", where it could not cause injury to the pt and was not the reason for the additional surgery.

Manufacturer narrative:
Return of the product for analysis is anticipated, but the product has not yet been returned. Additional info will be submitted within 30 days of receipt.